Event description:
On (B)(6) 2013, the reporter contacted animas alleging the pump emitted multiple call service alarms. Review of the pumps history during troubleshooting revealed 5 cs 088-85b3 alarms. The reporter was able to successfully reboot the pump and prime during troubleshooting. It was reported the alarm continued to occur during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.